Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in icu9. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found three brake casters, four caster supports, and one steer caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced three brake casters, four caster supports, and one steer caster to resolve the issue. Based on this information, no further action is required.